Manufacturer narrative:
Crm_reg_inquiry@abbott.com.

Event description:
It was reported, that the patient presented with an infection at the implanted device pocket site. The physician explanted the entire system, implantable cardioverter, defibrillator (ICD), right ventricular lead, left ventricular lead and atrial lead, due to infection. The patient condition was unknown.

Manufacturer narrative:
Correction: please retract this report 2017865-2024-42841 as the the infection is not related to the implant site or product as the infection occurred due to another factor or source.